Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Patient called and reported the right side had a hole in it at the tab, the side was very painful, was not even. The device has been explanted.

Event description:
Patient reported right side "tissue expander had a hole in it at the tab", side was "very painful", was "not even." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1, d.4, g.1, g.2, g.4, h.4, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2. A4. The correct reason for reoperation is "a hole in it at the tab."

Event description:
Patient called and reported the right side had a hole in it at the tab, the side was very painful, was not even. The device has been explanted.